Event description:
During a carotid stenting procedure, the patient had an episode of bradycardia during pre-dilation and suffered a myocardial infarction (mi). The patient is a male with a history of severe cardiomyopathy and was at high risk for surgery due to his cardiac status. The patient was consented to the study. The target lesion was the right internal carotid artery. The vessel was described as moderately calcified. He rate of stenosis was 95%. Following arch and selective right carotid angiography, a 6fr. Sheath was advanced up into the right common carotid artery. A 8mm angioguard distal protection device was then advanced through the sheath and deployed at the level of the petrous ridge. Following this a 4.5 x 20mm aviator balloon was advanced for pre-dilation of the lesion. At this point, the patient bradyed down despite atropine to 0. Came back after the balloon was up and down inflated. After this, the precise stent was placed in the lesion. The stent was post-dilated with a 6mm aviator balloon to 10 atmospheres. The balloon catheter was removed. The filter was taken down and upon removal, it was noted that there was plaque in the filter. A post procedure angiogram revealed a residual 20% stenosis with excellent wall apposition with the stent. The procedure was successfully completed. The physician noted that due to the patient's known severe coronary disease and due to his intermittent drop in heart rate from the stent and then the increase in heart rate from the pharmacal therapy to prevent heart block, the patient suffered the mi.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9610978-2008-00163 and 1016427-2008-00185.